Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulties occurred. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected to treat the diffuse lesion, however the device was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, device analysis revealed balloon pinhole and balloon damage.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter. There was contrast and in the inflation lumen and balloon and blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall distal of the proximal markerband was revealed. There was a scratch at the top of the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).